Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: significant reduction of irido-corneal angles; shallowing of the ac. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with elevated iop, significant reduction of irido- corneal angles and shallowing of the ac. The lens was explanted. A replacement lens of a shorter length was implanted at a later date and the problem was resolved. Cause of the event was reported as unknown.